Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of asyas035 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that during an inspection the miniloc needle was considered as non-compliant because the needle was broken.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken needle was inconclusive due to the complaint sample. One 20g x ¾¿ safestep infusion set (without y-site) was returned for investigation. The infusion set was received with the safety mechanism engaged over the needle tip. The cap was received attached to the luer hub. No residue was observed within the extension set tubing. No breaks were observed on the needle. A microscopic examination of the needle revealed that the tip was blunted. This type of damage can occur if the needle makes contact with a rigid surface. Since the safety mechanism had been engaged, it is possible that the observed damage occurred when the needle tip made contact against the safety mechanism. A functional test revealed that the infusion set was patent to infusion and no leaks were observed in any part of the device. Since the initial state of the needle could not be evaluated before the safety mechanism was engaged over the needle tip, the complaint was inconclusive. A lot history review (lhr) of (B)(4) showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that during an inspection the miniloc needle was considered as non-compliant because the needle was broken.